Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 11/08/2018. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported a touchscreen issue. No patient or user harm was reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 01/28/2019. Date rec¿d by MFR: 04/25/2019. The field service engineer (fse) replaced the touch screen to address the reported touch screen failure. Failure analysis on the returned touch screen shows that the customer complaint of ¿touchscreen failure¿ was confirmed. Touch screen was out of specification, and damaged. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.